Event description:
It was initially reported that a physician's (B)(4) x5 handheld device was not functioning properly. The physician stated he has to hold the cord (unknown which one) in place in order for the interrogation of a device to be completed successfully. The physician stated the issue has been occurring for about three months and he would like to have it replaced. A replacement handheld was sent to the physician and good faith attempts to have the (B)(4) x5 handheld returned for product analysis have been unsuccessful to date.